Manufacturer narrative:
Patient weight is unknown. Date of post-operative mal-union and (possible) infection are unknown. Additional product codes for this report include hwc. Per facility, the complainant part will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery to remove hardware from the ankle on (B)(6) 2015, due to a mal-union of the fibula and a possible wound infection. It was also reported that the device was mal-positioned, but further specifications regarding this allegation are not available. The surgeon removed a distal fibula locking plate and five (5) screws from the plate. Two 4.0mm cannulated screws were also removed from the medial malleolus. After the screws and the plate were removed, the surgeon stressed the ankle and found it to be unstable. He then applied an external fixator to the ankle and a tension band to the malleolus. The surgery was completed successfully with no surgical delay reported. This report is 5 of 7 for (B)(4).